Event description:
A customer reported receiving a notification indicating that a cartridge required a minimum fill of 50 units, leading to complications with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to resolve the issue by using multiple cartridges, eventually finding success with the third one, allowing them to resume their insulin therapy. No additional customer outcomes or actions were reported beyond troubleshooting and resolving the issue.